Event description:
Customer reportedly received the following results on aviva ii meter within 10 minutes: 254 mg/dl, 203 mg/dl, 122 mg/dl, 125 mg/dl, and 137 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.